Event description:
The customer reported to olympus, the colonovideoscope adhesive substance adhered to the insertion tube and could not be removed. The device was returned for evaluation. During testing and inspection of the device, the following reportable malfunction was found: foreign object in the soft tube. There were no reports of patient harm or impact associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reportable malfunction documented in b5, the remaining evaluation findings were as follows: due to wear of angle wire, bending angle in up direction did not meet the standard value; due to wear of angle wire, the play of up/down knob was out of the standard value; due to clogging of nozzle, water removal ability did not meet the standard value; adhesive on bending section cover had a chip; scope connector cover, grip, scope cover, suction connector, switch box, control unit, universal cord, protector of universal cord on suction connector side, right/left knob, up/down knob, free-engage knob, and free-engage lever had a scratch; forceps channel port and suction cylinder was shaved; and control unit had discoloration;. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the insertion tube was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The subject event can be detected and prevented by implementation in accordance with the below instructions for use (IFU): instructions, operation manual for evis lucera gif/cf/pcf type 260 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual for evis lucera gif/cf/pcf type 260 series chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.